Manufacturer narrative:
1627487-12192011-003-r. This ipg serial was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty recharging her ipg and she was last able to recharge the ipg 3 weeks ago. The patient is now unable to establish communication between her ipg and external devices. In addition, the programmer reflects a communication error. The patient may undergo surgical intervention at a later date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced with a different model.